Event description:
It was reported that entrapment occurred. The target lesion was located in a mildly tortuous and mildly calcified left anterior descending artery (lad). Two non-boston scientific (non-bsc) guidewires were present in the body, one in the lad and one that had been retracted into the guide catheter after diagonal artery intervention. After successful stenting of the lad, the opticross hd 6 imaging catheter was advanced over one of the non-bsc wires for final intravascular ultrasound (ivus) examination. Upon removing the opticross, both wires came out attached to the opticross. The wire that had been inside the guide catheter showed signs of significant damage and it was noted that the tip of the wire had harpooned through the distal tip of the opticross catheter was stuck in the tip. All components were removed successfully and since the final ivus run showed no issues, no further intervention was needed. The opticross was noted to be fractured at the distal tip, proximal to the distal marker band, but had been removed in one piece. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual and microscopic inspection revealed that the sheath and imaging window were kinked, the tip was pinched, and the guidewire was not returned. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure. The tip was pinched; a review confirmed that the device met all manufacturing specifications. It is most probable that the encountered tip pinch occurred during the procedure due to user manipulation. Regarding the reported tip detachment of device or device component and device guidewire stuck, the analyzed cause code of no problem detected is assigned following a review of the returned device, reported event details, available information, and product record review. In this case, the device showed no damage that could have contributed to the reported allegation.

Event description:
It was reported that entrapment occurred. The target lesion was located in a mildly tortuous and mildly calcified left anterior descending artery (lad). Two non-boston scientific (non-bsc) guidewires were present in the body, one in the lad and one that had been retracted into the guide catheter after diagonal artery intervention. After successful stenting of the lad, the opticross hd 6 imaging catheter was advanced over one of the non-bsc wires for final intravascular ultrasound (ivus) examination. Upon removing the opticross, both wires came out attached to the opticross. The wire that had been inside the guide catheter showed signs of significant damage and it was noted that the tip of the wire had harpooned through the distal tip of the opticross catheter was stuck in the tip. All components were removed successfully and since the final ivus run showed no issues, no further intervention was needed. The opticross was noted to be fractured at the distal tip, proximal to the distal marker band, but had been removed in one piece. There were no patient complications and the patient fully recovered.